Event description:
The nurse used the epump set with flush bag. She was able to prime the flush bag but when she went to prime the feeding bag, the fluid would not prime. The disk wheel would not engage to prime the flow. Another nurse attempted to help without success so a new bag/tubing set up was used without difficulty. The nurse felt that the valve would not prime.